Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07109. It was reported the patient underwent a permanent scs implant procedure on (B)(6) 2017. The case was abandoned as the physician was unable to access the epidural space. The leads were opened but not implanted due to the issue.